Event description:
It was reported that patient liaison spoke with patient who had an ambicor penile prosthesis (app) implanted 3 months ago. He has been unhappy since the implant for two main reasons: he says it shanks so severely to the left that when he urinates, if he does not control it, he pees all over. It does not measure what he did when he used the vacuum pump prior to surgery. Patient liaison explained him that the pump pulled blood flow into areas that our device does not address and that could be the size difference that he is noticing. He asked for assistance in finding a doctor for a second opinion; patient liaison gave him the two names that populated on (B)(6) that were closest to his zip code. He requested to speak with the rep. And patient liaison sent the information to the bsc rep. Additional information was requested, however no further information was available.